Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began the same day. The patient reported obtaining blood glucose readings of 171, 24 and 300mg/dl on the subject meter. The time difference between these readings exceeded 20 minutes so does not allow for lifescan to determine an inaccuracy. The patient manages their diabetes with insulin with no adjustments. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of "legs cramped" around 45 minutes after the alleged issue began. The patient denied receiving any treatment for this symptom. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious blood glucose excursion while using the subject meter.